Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. Additionally, in-house testing was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 55350ud01 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 55350ud01 is within the established limits and comparable with historical lots in the field. In addition, accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 55350ud01 stored at the recommended storage condition. All specifications were met indicating that lot 55350ud01 is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 55350ud01 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The samples were repeated and the results were still elevated. The customer stated the patients were admitted to the hospital for monitoring and a new sample was collected from each patient. The results from the new samples were normal. The customer retrieved the first sample and repeated them again and normal results were obtained. The following data was provided: customer¿s reference range: 0 to 0.034 ng/ml patient 1: 18-year-old male diagnosed with fever: (B)(6) 2023 first sample initial result = 1.484 ng/ml; repeated result ((B)(6) 2023) = 1.231 ng/ml; (B)(6) 2023 first sample repeated result = 0.018 ng/ml; (B)(6) 2023 result from new sample = normal. Patient 2: 19-year-old male diagnosed with fever: (B)(6) 2023 first sample initial result = 0.539 ng/ml; repeated result ((B)(6) 2023) = 0.447 ng/ml; (B)(6) 2023 first sample repeated result = 0.00 ng/ml; (B)(6) 2023 result from new sample = normal. No impact to patient management was reported.

Manufacturer narrative:
Section a2 - age at time of event: patient 1: 18 years old; patient 2: 19 years old. Section a3 - gender: patient 1 = male; patient 2 = male this report is being filed on an international product, list number 08p13-74 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for two patients. The samples were repeated and the results were still elevated. The customer stated the patients were admitted to the hospital for monitoring and a new sample was collected from each patient. The results from the new samples were normal. The customer retrieved the first sample and repeated them again and normal results were obtained. The following data was provided: customer¿s reference range: 0 to 0.034 ng/ml patient 1: 18-year-old male diagnosed with fever (B)(6) 2023 first sample initial result = 1.484 ng/ml; repeated result (25nov2023) = 1.231 ng/ml (B)(6) 2023 first sample repeated result = 0.018 ng/ml (B)(6) 2023 result from new sample = normal patient 2: 19-year-old male diagnosed with fever (B)(6) 2023 first sample initial result = 0.539 ng/ml; repeated result (25nov2023) = 0.447 ng/ml (B)(6) 2023 first sample repeated result = 0.00 ng/ml (B)(6) 2023 result from new sample = normal no impact to patient management was reported.